Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the v leads do not always show in the 12 lead. There was no reported adverse patient impact.